Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, balloon popped during inflation. Another balloon of the same reorder code was opened to complete the case. There was no patient injury.